Event description:
This is filed to report clip jumping. It was reported that during preparation of the clip delivery system (cds) after establishing final arm angle (efaa) the clip arms opened suddenly after resistance was noted in the arm positioner. Following a second efaa and unsuccessful troubleshooting attempts the cds was replaced. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information, causes for the reported clip jumping and arm positioner resistance could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.